Event description:
The clinic reported that a laser vision correction patient received a decentered ablation and presented with poor near vision and halos in one eye. The patient received a retreatment approximately three months after the original treatment however continues to experience the same visual issues. The patient's visual acuity is 20/30 and 20/20.

Manufacturer narrative:
The doctor reported this adverse only for information purposes and did not request field service or clinical support. All pertinent information available to amo has been submitted.